Event description:
The suspect meter yielded qc2h error twice with the same patient. The patient's inr result was low last week therefore, the dose was increased. Technical support suggested a repeat test or lab draw. Technical support followed up with user facility but was informed that the initial reporter is not employed there. No further information regarding this event can be obtained.